Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90d6m, expiration date: 01/2018, manufacturing date: 02/2013.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the clip was formed as intended at the 1st firing, the clips were malformed at the 2nd to 4th firing when the device was used for the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.